Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt#1 - first test inr=4.0; second test inr=4.3. Pt#2 first test inr=3.9; second test inr=2.7. Technical support updated this case in 2007. First test inr=3.0; second test inr=2.7. First test inr=1.8; second test inr=1.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070308: pt#1 first test inr=4.0; second test inr=4.3; mean=4.15; sd=0.21; %cv=5.1%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 070308: pt#2 first test inr=3.9; second test inr=2.7; mean=3.3; sd=0.84; %cv=26%. The %cv is greater than 20% per internal procedure, the precision failed the criteria for precision. Products will be tested. Technical support updated this case in 2007. Inratio precision data provided by end-user lot 070308: first test inr=3.0; second test inr=2.7; mean=2.85; sd=0.21; %cv=7.44%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by en-user lot 070308: first test inr=1.8; second test inr=1.7. Mean=1.75; sd=0.07; %cv=4%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.